Event description:
It was reported that during a de novo, 75% stenosed, none-mildly calcified, right internal carotid artery stenting procedure, the patients heart rate was in the 60's. Prior to the insertion of the accunet embolic protection system (eps), the patient experienced bradycardia with a heart rate of 46 beets per minute, at 1653. The accunet eps was inserted into the patients anatomy, at 1659 and common medication, atropine, was given at 1700. The patients heart rate remained in the 50's until the end of the procedure. Furthermore, the rx acculink (7-10x40) stent jumped 10 mm forward with deployment requiring the placement of a second rx acculink (10x40) stent. The bradycardia is listed as resolved without an adverse patient sequela on the same day and a non-serious event. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of bradycardia is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.